Event description:
In 2009, pt reported she has had a lot of problems with high blood glucose yesterday and today. Pt stated the high blood glucose is "due to the pump." Pt stated she also thinks the insulin might have gotten too warm. She reports she changes her cartridge every 7 days. Advised she contact the MFR of the insulin to find their recommendations for insulin inside of a cartridge. Pt reported she took insulin with a syringe and her blood glucose was 65 mg/dl this morning. Patient reported the high blood glucose started the previous day and she would bolus to bring them down, however, the readings continued to go up. Pt stated she does not have a normal range. Pt reported her blood glucose was 505 mg/dl today and her blood glucose is 184 md/dl this moment while on the call. Pt reported she received no error messages. She stated she does not always allow insulin to reach room temp, and is aware she should. Pt reported she has dropped the infusion device multiple times but believes that should not have caused any damage. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for evaluation.